Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that an inappropriate shock due to t wave oversensing was seen in the alternate sensing vector involving this device. The physician elected to reprogram the device to the primary sensing vector in (B)(6) 2021, after reviewing all three sensing vectors, and device data will be provided to technical services (ts). No further information was provided to date. Additional information noted that most recently the patient received another inappropriate shock in the primary sensing vector. Ts reviewed the device data and noted that the programmer session was from (B)(6) 2021. Ts discussed a thorough troubleshooting to review all sensing vectors and system position. Ts noted that an episode from (B)(6) 2018 was related to oversensing of external signal. Ts also noted that an episode from (B)(6) 2021 when the device was still programmed to the alternate sensing vector showed t-wave oversensing and a high shock impedance value. Ts noted that the change in signal amplitude as well as high shock values might indicate a change in system position. X-ray imaging was strongly recommended. The boston scientific representative noted that there was a big distance between the electrode coil and the sternum. In addition, an inquiry regarding battery behavior was requested as the physician reported a decrease in the battery from 40% to 12% in the last six months. The boston scientific representative will discuss a system revision and replacement with a prior screening. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
The device was expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that an inappropriate shock due to t wave oversensing was seen in the alternate sensing vector involving this device. The physician elected to reprogram the device to the primary sensing vector in may 2021, after reviewing all three sensing vectors, and device data will be provided to technical services (ts). No further information was provided to date. Additional information noted that most recently the patient received another inappropriate shock in the primary sensing vector. Ts reviewed the device data and noted that the programmer session was from october 2021. Ts discussed a thorough troubleshooting to review all sensing vectors and system position. Ts noted that an episode from april 2018 was related to oversensing of external signal. Ts also noted that an episode from april 2021 when the device was still programmed to the alternate sensing vector showed t-wave oversensing and a high shock impedance value. Ts noted that the change in signal amplitude as well as high shock values might indicate a change in system position. X-ray imaging was strongly recommended. The boston scientific representative noted that there was a big distance between the electrode coil and the sternum. In addition, an inquiry regarding battery behavior was requested as the physician reported a a decrease in the battery from 40% to 12% in the last six months. The boston scientific representative will discuss a system revision and replacement with a prior screening. Additional information and review by ts noted that the device showed an increase in power consumption matching the pattern of premature battery depletion. Ts agreed performing a new screening. Ts noted that x-ray images showed excessive sub-coil fait and given the system position and elevated impedance measurements there was a risk of conversion failure. The device was explanted and is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should there be additional information this investigation will be updated.

Event description:
It was reported that an inappropriate shock due to t wave oversensing was seen in the alternate sensing vector involving this device. The physician elected to reprogram the device to the primary sensing vector in (B)(6) 2021, after reviewing all three sensing vectors, and device data will be provided to technical services (ts). No further information was provided to date. Additional information noted that most recently the patient received another inappropriate shock in the primary sensing vector. Ts reviewed the device data and noted that the programmer session was from (B)(6) 2021. Ts discussed a thorough troubleshooting to review all sensing vectors and system position. Ts noted that an episode from (B)(6) 2018 was related to oversensing of external signal. Ts also noted that an episode from (B)(6) 2021 when the device was still programmed to the alternate sensing vector showed t-wave oversensing and a high shock impedance value. Ts noted that the change in signal amplitude as well as high shock values might indicate a change in system position. X-ray imaging was strongly recommended. The boston scientific representative noted that there was a big distance between the electrode coil and the sternum. In addition, an inquiry regarding battery behavior was requested as the physician reported a a decrease in the battery from 40% to 12% in the last six months. The boston scientific representative will discuss a system revision and replacement with a prior screening. Additional information and review by ts noted that the device showed an increase in power consumption matching the pattern of premature battery depletion. Ts agreed performing a new screening. Ts noted that x-ray images showed excessive sub-coil fait and given the system position and elevated impedance measurements there was a risk of conversion failure. To date no changes were made. No adverse patient effects were reported. This device remains implanted.

Event description:
It was reported that an inappropriate shock due to t wave oversensing was seen in the alternate sensing vector involving this device. The physician elected to reprogram the device to the primary sensing vector in (B)(6) 2021, after reviewing all three sensing vectors, and device data will be provided to technical services (ts). No further information was provided to date. Additional information noted that most recently the patient received another inappropriate shock in the primary sensing vector. Ts reviewed the device data and noted that the programmer session was from (B)(6) 2021. Ts discussed a thorough troubleshooting to review all sensing vectors and system position. Ts noted that an episode from april 2018 was related to oversensing of external signal. Ts also noted that an episode from april 2021 when the device was still programmed to the alternate sensing vector showed t-wave oversensing and a high shock impedance value. Ts noted that the change in signal amplitude as well as high shock values might indicate a change in system position. X-ray imaging was strongly recommended. The boston scientific representative noted that there was a big distance between the electrode coil and the sternum. In addition, an inquiry regarding battery behavior was requested as the physician reported a a decrease in the battery from 40% to 12% in the last six months. The boston scientific representative will discuss a system revision and replacement with a prior screening. Additional information and review by ts noted that the device showed an increase in power consumption matching the pattern of premature battery depletion. Ts agreed performing a new screening. Ts noted that x-ray images showed excessive sub-coil fait and given the system position and elevated impedance measurements there was a risk of conversion failure. To date no changes were made. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that an inappropriate shock due to t wave oversensing was seen in the alternate sensing vector involving this device. The physician elected to reprogram the device to the primary sensing vector in (B)(6) 2021, after reviewing all three sensing vectors, and device data will be provided to technical services (ts). No further information was provided to date. Additional information noted that most recently the patient received another inappropriate shock in the primary sensing vector. Ts reviewed the device data and noted that the programmer session was from (B)(6) 2021. Ts discussed a thorough troubleshooting to review all sensing vectors and system position. Ts noted that an episode from (B)(6) 2018 was related to oversensing of external signal. Ts also noted that an episode from (B)(6) 2021 when the device was still programmed to the alternate sensing vector showed t-wave oversensing and a high shock impedance value. Ts noted that the change in signal amplitude as well as high shock values might indicate a change in system position. X-ray imaging was strongly recommended. The boston scientific representative noted that there was a big distance between the electrode coil and the sternum. In addition, an inquiry regarding battery behavior was requested as the physician reported a a decrease in the battery from 40% to 12% in the last six months. The boston scientific representative will discuss a system revision and replacement with a prior screening. Additional information and review by ts noted that the device showed an increase in power consumption matching the pattern of premature battery depletion. Ts agreed performing a new screening. Ts noted that x-ray images showed excessive sub-coil fait and given the system position and elevated impedance measurements there was a risk of conversion failure. To date no changes were made. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This report is being filed to correct the device codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The allegations involving inappropriate therapy and high shock impedances could not be confirmed.

Event description:
It was reported that an inappropriate shock due to t wave oversensing was seen in the alternate sensing vector involving this device. The physician elected to reprogram the device to the primary sensing vector in may 2021, after reviewing all three sensing vectors, and device data will be provided to technical services (ts). No further information was provided to date. Additional information noted that most recently the patient received another inappropriate shock in the primary sensing vector. Ts reviewed the device data and noted that the programmer session was from october 2021. Ts discussed a thorough troubleshooting to review all sensing vectors and system position. Ts noted that an episode from april 2018 was related to oversensing of external signal. Ts also noted that an episode from april 2021 when the device was still programmed to the alternate sensing vector showed t-wave oversensing and a high shock impedance value. Ts noted that the change in signal amplitude as well as high shock values might indicate a change in system position. X-ray imaging was strongly recommended. The boston scientific representative noted that there was a big distance between the electrode coil and the sternum. In addition, an inquiry regarding battery behavior was requested as the physician reported a decrease in the battery from 40% to 12% in the last six months. The boston scientific representative will discuss a system revision and replacement with a prior screening. Additional information and review by ts noted that the device showed an increase in power consumption matching the pattern of premature battery depletion. Ts agreed performing a new screening. Ts noted that x-ray images showed excessive sub-coil fait and given the system position and elevated impedance measurements there was a risk of conversion failure. Surgical intervention was later performed and the device was explanted and returned for analysis.